Event description:
It was reported that during implant of this right atrial (ra) lead, the lead was placed and the helix was turned 8 times. Sensing was noted to be lower than 1 millivolt. An attempt was made to reposition the lead, however, difficulty was encountered with retracting the helix. The lead was removed and replaced with another lead. This lead was attempted but not implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the reported sensing issues and determined that the root cause of the helix retraction difficulty was related to the observed dried blood/tissue around the helix.

Event description:
It was reported that during implant of this right atrial (ra) lead, the lead was placed and the helix was turned 8 times. Sensing was noted to be lower than 1 millivolt. An attempt was made to reposition the lead, however, difficulty was encountered with retracting the helix. The lead was removed and replaced with another lead. This lead was attempted but not implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.